Event description:
Customer reported: previous incident communicated with other lots. Coring issue on vial stoppers. It causes some vial stopper particles fall into the vial. I have samples. We are doubting whether is from the needle or from the vial stopper.